Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an axium coil failed to detach. The patient was sent to the catheterization room for surgery on (B)(6) 2024 due to subarachnoid hemorrhage. The dsa angiography results showed intracranial aneurysm, and the surgeon decided to perform intracranial aneurysm embolization. After the coil was placed in the predetermined position of the aneurysm, a conveyor was used for mechanical detachment, but the surgeon failed to detach it after multiple attempts. The surgeon could only gradually retrieve and withdraw the coil and replaced it with another coil for use. The subsequent operation went smoothly. No patient symptoms or complications were reported.

Event description:
Additional information was received that the patient was undergoing surgery for treatment of a small aneurysm of left posterior comm unicating artery. Vessel tortuosity was normal. It was noted that the patient is recovering "good" from the procedure. The patient did not experience any symptoms related to the event. The device was prepared as indicated in the IFU. The procedure was completed by using a new coil. No instant detacher was used. There were 3 attempts to detach the coil using the manual method. Prior to coil non-detachment, there were no issues encountered. There was no pushwrie damage observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.